Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced axes controller platform 4 (acp4) to resolve the issue. The system was verified and ready to use. Isi has not received the acp for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, a problem occurred involving a repeated recoverable error 32101 from the axes controller platform 4 (acp4). The system had been power cycled twice by the staff, but the problem persisted. When attempting to extend the boom, the error message appeared. The technical service engineer (tse) guided the caller to power cycle the system using the emergency power off (epo) method; however, the issue remained. Upon reviewing the error logs, the problem was confirmed to originate from acp4. Consequently, surgery could not be completed with the davinci system, and the decision was made to proceed laparoscopically. Despite a fresh restart via epo, moving the patient side cart (psc) was still not possible, which was usually not associated with an acp4 issue, indicating further troubleshooting was necessary. The tse advised the customer to manually drive in, and the customer agreed to do so. The procedure was converted to laparoscopic with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The axes controller platform (acp) was analyzed, and the reported issue was replicated and confirmed. Reviewing of system logs found error 32101 indicating a high side switch error, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The acp was installed on an in-house system where error 32101 was triggered at startup, replicating the reported event. The acp was also further tested with an in-house unit, and it was confirmed the source of the reported event. The probable root cause is attributed to the axes controller platform (acp) on the patient side cart (psc).

Event description:
Refer to h11 for follow-up information.